Event description:
It was reported that, the patient underwent preoperative preparation and entered the operating room at 08:10 on (B)(6) 2026 surethral holmium laser prostate resection under general anesthesia. The patient returned to the ward at 10:40. A three-lumen balloon catheter was inserted postoperatively for saline irrigation. During the 16:40 shift change, while repositioning the patient, the catheter slipped out. Inspection revealed a damaged balloon, necessitating replacement with a new three-lumen balloon catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.